Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 39.5cm was returned for analysis. External insulation abrasion was noted at 16.6-16.8cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasions were noted at 23.7-24.0cm and 32.9-33.1cm from the connector pin, consistent with lead friction to another device. The silicone insulation was intact at these locations. (B)(4). (B)(6).